Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported component damage observed on a 2008t hemodialysis (hd) machine which appeared to be caused by excessive heat. Prior to this observation, the unit generated an acid pump no eos alarm. A patient was not connected to the machine at the time of the event. The unit was removed from service, and then the biomedical technician performed a visual examination. The ic19 and ic23 components on the actuator board were found to be ¿charred and melted.¿ the biomed replaced the actuator board which resolved the issue. Following the part replacement, the unit was restored to full functionality. However, at the time of the last follow-up, the unit remained out of service. Follow-up information was provided by the biomed who revealed that no burning smell or smoke was noted emanating from the unit, and no fire/flames were observed.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated that the actuator test board was replaced to resolve the issue. Following the part replacement, the system was restored to full functionality. However, at the time of the last follow-up (17jun2016), the unit had not yet been returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of charred components on the actuator test board was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.